Event description:
The tip of the active blade broke off during a gastric bypass. The customer had removed the device from the trocar and went to wipe the blade off when the tip fell off in the customer's hand. The customer used another like device to complete the case with no pt consequence. One device to be returned for analysis.